Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was turned off and the electrode disconnected due to noise from the patient's left ventricular assist device (lvad). Despite the device being programmed off, the patient reported device beeping. Technical services (ts) was consulted and explained how to turn the beeper off. Per the field, the patient will be receiving a transvenous defibrillator in the upcoming months, and their s-ICD system will be taken out at that time. For now, device therapy is off. No adverse patient effects were reported.